Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during preparation for a pulse field ablation procedure, it was noted that the irrigation port of a farawave catheter was defective. No patient complications were reported. No further information was provided.